Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to load a new cartridge onto the pump. Reportedly, the cartridge was filled with approximately 75 units. The customer reported blood glucose level was 250 mg/dl. It was confirmed that the customer would add additional insulin to the cartridge and deliver a correction bolus, and declined further follow-up from tandem technical support.